Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that there is a poor barrier separation of sample during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: customer is drawing cancer patients and they had (B)(4) -(B)(4) patients with this lot# where the tubes did not separate well. They draw (B)(4) tubes per patient. They have used these tubes in the past (different lot#) and they have worked fine. They spin for (B)(4) mins at 1800g's at rt. Everything seems to be completely mixed together and there is no pbmc layer. Patients can be drawn before during or after chemo.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a poor barrier separation of sample during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: customer is drawing cancer patients and they had 4-5 patients with this lot# where the tubes did not separate well. They draw 4 tubes per patient. They have used these tubes in the past (different lot#) and they have worked fine. They spin for 30 mins at 1800g's at rt. Everything seems to be completely mixed together and there is no pbmc layer. Patients can be drawn before during or after chemo.